Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to off-axis loading during suture passage, excessive tension applied during the shuttle/pull-through step, or abrasion against sharp bony edges or instrument tips.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak passing suture broke before the repair stitch could pass through the mechanism. This issue occurred during a labral repair procedure performed on (B)(6) 2025. The broken suture was removed from the patient using a shaver.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 11/3/2025: the case was completed using another ar-3636 knotless 1.8 fibertak. The case was delayed 30 minutes; however, additional anesthesia was not needed.